Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a transurethral resection (tur) with the subject device, the patient suffered the burn on the skin of the place around insufficiently attaching the patient plate. The patient plate used in the subject procedure was a non-olympus non-split-type disposable patient plate. The user facility did not provide other detailed information such as the patient outcomes. There was no further report of patient injury associated with this event except the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was checked in combination with olympus patient plate which was applicable to subject device, the subject device could detect the separation of the patient plate from the patient correctly. Omsc confirmed that the connectable patient plates were listed in the instructions for use (IFU) of the subject device, but the patient plate used in the event was not listed on that. In addition, omsc confirmed that there were the descriptions of the device handling to call attention in the IFU as follows. Improper connection between the patient plate and the patient¿s skin surface may cause burns. Always attach the patient plate as described below: incomplete contact between the patient plate and the patient¿s skin may result in burns. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. More than fourteen years have passed since the subject device was manufactured. Omsc confirmed that there was no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume that the reported phenomenon was not attributed to the subject device but to the device handling of the user which the user had used non-applicable patient plate.